Manufacturer narrative:
Updated data: b3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter aortic valve, the valve failed due to stenosis. High gradient and deep implant at 10 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) wereobserved via computed tomography (CT). Additional information was received that during the initial implant procedure of this valve, the valve was implanted 2 mm into the left ventricular outflow tract (lvot) and was post dilated using a 4 by 28 mm non-medtronic balloon. It was clarified that the valve did not migrate since the initial implant procedure. The mean gradient observed on the CT scan was 5 millimeters of mercury (mm hg). Subsequently, a redo transcatheter aortic valve-in-transcatheter aortic valve replacement was planned using a balloon-expandable valve. Additional information was received that the valve was post-dilated during the implant procedure due to paravalvular leak (pvl) of u nspecified severity.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl was at least mild-moderate.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter aortic valve, the valve failed due to stenosis. High gradient and deep implant at 10 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) were observed via computed tomography (CT).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter aortic valve, the valve failed due to stenosis. High gradient and deep implant at 10 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) wereobserved via computed tomography (CT). Additional information was received that during the initial implant procedure of this valve, the valve was implanted 2 mm into the left ventricular outflow tract (lvot) and was post dilated using a 4 by 28 mm non-medtronic balloon. It was clarified that the valve did not migrate since the initial implant procedure. The mean gradient observed on the CT scan was 5 millimeters of mercury (mm hg). Subsequently, a redo transcatheter aortic valve-in-transcatheter aortic valve replacement was planned using a balloon-expandable valve.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. H6. Annex e codes and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.